Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. The returned sample was visually and functionally tested and passed testing. The sample primed and tuned successfully and reached maximum vacuum. The irrigation and aspiration flow rates were within specification. The root cause of the customer's complaint could not be established; the returned sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was an error with message of no irrigation that displayed on the console during viscoelastic removal mode. The console displayed a suggestion that the fluidics management system be changed. This was completed and the procedure was completed without consequences to the patient involved. Additional information and product sample have been requested.